Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 477 mg/dl and the pump did not alert. Reportedly, pump supplies were changed but blood glucose did not decrease; therefore, customer was transported by ambulance to the emergency room. During follow up with tandem technical support, the contact reported customer was doing well, the issue was resolved, and declined troubleshooting. No additional specific information was provided.